Event description:
.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary analysis revealed an eri (elective replacement indicator) condition. Analysis of the memory dump revealed anomalous battery voltage measurements caused by a measurement lock up resulting in an unclearable eri. The condition was the result of a timing anomaly internal to a pacing/sensing integrated circuit. Save to disk analysis confirmed the measurement system lock up error. Elective replacement indicator was reached on (B)(6), 2010. Correction: adverse event, patient outcome, device code, and date of death.

Event description:
It was reported that the patient's heart rate was in the 30's and the patient was put on a temporary external pacemaker. The device would only pace when a magnet was placed over the device. The device had a power on reset. The device was unable to display battery information or to estimate remaining battery life. The device was displaying end of life behavior. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary analysis revealed an eri (elective replacement indicator) condition. Analysis of the memory dump revealed anomalous battery voltage measurements caused by a measurement lock up resulting in an unclearable eri. The condition was the result of a timing anomaly internal to a pacing/sensing integrated circuit.